Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular (rv) lead exhibited noise over-sensing which had led to pacing inhibition. During procedure, the rv lead insulation was found to be cracked and eroded. The rv lead was capped and replaced on (B)(6) 2021. There were no patient consequences.